Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultrasmart meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began towards the end of (B)(6) 2011. The patient reported blood glucose results of "173 mg/dl" with the subject meter and "68 mg/dl" on another meter, performed greater than 30 minutes of each other. The cca was advised the patient manages her diabetes with novolin n insulin (20 units at night), glipizide pills (15 mg 2x daily) and metformin pills (500 mg in the morning). The patient continued to take her usual dose of medications. The patient denied developing symptoms. However, the patient stated she went to the emergency room (ER) due to a "non diabetic related issue." While at the ER, the patient's blood glucose allegedly tested low on the ER meter. The patient was given juice and a sandwich as treatment. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k021819.

Manufacturer narrative:
(06/14/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.